Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the (B)(4) snubber fuse. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system turned on but would only display black screens. No patient injury was reported.